Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 420 mg/dl. The customer stated that prior to the event, she was vomiting. Troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.